Event description:
The physician used a wilson-cook six shooter saeed multi-band ligtor during an egd/banding procedure. After loading the barrel onto the endoscope and firing all the bands successfully, the barrel detached. The detached barrel was retrieved with a roth net. No injury to the patient was reported. Post procedure the patient's condition was reported to be stable.